Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient developed an irritation at the pod¿s infusion site (arm) while wearing the pod between 37 and 48 hours. The infusion site was reported to be red, swollen, bleeding and have purulent discharge. The lg contacted the pediatric and was referred to a general practitioner (gp). The gp prescribed the patient with unspecified antibiotics. The patient was able to apply a new pod.